Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was locking up when attempting to log in. No patient death or serious injury was reported.